Manufacturer narrative:
B5: additional information added to event summary. Updated b2 h6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Vessel tortuosity was normal. The hub fracture was first observed during onyx injection. No resistance or abnormal feedback was noted while injecting onyx prior to the leak. No torque, bending, or force was applied when connecting or disconnecting the syringe or y-connector to the catheter hub. The hub was fully seated and secured before injection began. The fracture was located at the medium to distal portion of the catheter body. A 1 cc syringe from the onyx kit was used for delivery, and onyx was injected manually. The injection was paused once the leak was observed. The catheter was visually intact prior to use, including the hub and strain relief, and no other devices from the same package or lot were used. Additional information received. When the embolic fluid was extravasated, a brain stem infarction was caused, leaving the patient wi th hemiparesis, tracheostomy and gastrostomy.

Event description:
Medtronic received a report that the patient was undergoing treatment for arteriovenous malformation embolization. It was noted that the patient's vessel tortuosity was unknown. The access vessel was the femoral artery, with 7 mm diameter.  It was reported that during the procedure a micro guide catheter (apollo) was advanced to administer the embolic fluid (onyx). During the passage of the fluid, the hub catheter fractured and caused a leak, allowing the substance to pass into the basilic and vertebral arteries.  It was unknown if there any force applied while connecting the y connector or syringe to the catheter hub. The catheter was inspected or tested prior to use.  The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). It was unknown if there is any injury as a result of the event. No medical or surgical intervention needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. It was unknown if  patient had symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.